Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing that led to pacing at the maximum tracking rate and palpitations. The physician suspected lead damage and boston scientific technical services (ts) discussed that the noise may be consistent with insulation damage. Troubleshooting and adjusting the lead sensitivity were recommended. This right atrial (ra) lead remains in service. No adverse patient effects were reported.